Event description:
It was reported that the lead was implanted, but the helix could not be completely deployed. The pacing impedance remained above 1700 ohms. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis. The helix extends and retracts within the product specification. Blood was noted in/on the helix mechanism.